Manufacturer narrative:
(B)(4). Date sent: 6/25/2026. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide gst device details lot#/ batch#? Could you please clarify the statement you made regarding ¿after 15 days the suture still holds and should no longer be a problem¿? Is the patient's hospital stay typical for this procedure? Or was the patient's hospital stay extended? The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lung parenchyma procedure, it was observed that two of the three rows of staples remained completely open on the patient side. The suture was only on one row of staples. There were no adverse consequences reported. No additional information provided.